Event description:
It was reported a stroke was suspected. A 35mm watchman flx laa closure device was implanted on (B)(6) 2022. A few days later it was reported that the patient was being scheduled for a CT scan as the implanting physician believed they may have suffered a stroke. No further information is available at this time.

Manufacturer narrative:
Initial reporter address 1 - (B)(6).

Event description:
It was reported a stroke was suspected. A 35mm watchman flx laa closure device was implanted on (B)(6) 2022. A few days later it was reported that the patient was being scheduled for a CT scan as the implanting physician believed they may have suffered a stroke. No further information is available at this time.

Manufacturer narrative:
Initial reporter address 1 - (B)(6).